Event description:
Valve implanted and tested prior to implantation. Valve malfunctioned remaining open continuously allowing fluid to constantly evacuate from eye allowing eye to become soft - lose shape and form valve explanted and replaced with another.